Manufacturer narrative:
Age at time of event: under 18 years old. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 10.0mmx40mmx80cm (5f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another 10.0mmx40mmx80cm (5f) sterling¿ balloon catheter. No patient complications nor injuries were reported.